Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the sac growth of 6mm was confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type 1a endoleak had also re-occurred. The type 1a endoleak was discovered during a review of the 84-month post-index computed tomography (CT) scan. The most likely causation for the sac growth is user-related. At the index procedure the neck length was 6mm (should be greater to or less than 15mm) which is considered off-label. There were also severe calcifications within the aortic neck (cautionary product use). Procedure-related harms of this complaint could not be determined with the medical records available for review. The final patient status was reported to be in good condition pending an endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. B5: describe event or problem. G4 awareness date. H6 evaluation result codes; remove 3233. H6 evaluation conclusion codes; remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx bifurcated stent graft and an afx suprarenal aortic extension. Approximately two (2) years post initial implant a type 1a endoleak was identified during a routine follow up. This event was previously reported under MFR# 2031527-2015-00486. Now, approximately six (6) years post re-intervention, routine follow-up computerized tomography identified that the neck of the aorta has dilated, and the neck seal zone reduced to <5mm. The abdominal aortic aneurysm (aaa) has enlarged to 6cm from 5.4cm at initial implantation. The physician intends to repair with a non-endologix fenestrated graft. The patient was reported to be well. Additional information: a clinical assessment determined that there was evidence to reasonably suggest a type 1a endoleak had also re-occurred. The type 1a endoleak was discovered during a review of the 84-month post-index computed tomography (CT) scan.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx bifurcated stent graft and an afx suprarenal aortic extension. Approximately two (2) years post initial implant a type 1a endoleak was identified during a routine follow up. This event was previously reported under MFR # 2031527-2015-00486. Now, approximately six (6) years post re-intervention, routine follow-up computerized tomography identified that the neck of the aorta has dilated, and the neck seal zone reduced to <5mm. The abdominal aortic aneurysm (aaa) has enlarged to 6cm from 5.4cm at initial implantation. The physician intends to repair with a non-endologix fenestrated graft. The patient was reported to be well.